Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the the distal end of the stent failed to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the distal end of the stent were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts met resistance of a calcified lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent failed to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.